Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that lens has been cut from the lens edge to center. Also, the sample has residuals (debris/particles) compatible with handling the lens out of sterile environment. The lens condition is consistent with a lens that has been explanted and not manufacturing related. Diopter measurement: due to the condition of the returned lens, diopter measurement could not be performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an z9002 20.5d intraocular lens (iol) was explanted noting that it was the wrong diopter. No vitrectomy or incision enlargement were required. No patient injury was reported.